Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the urethra meatus along the catheter. This event occurred on the 5th day of usage.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The exterior of the sample did not find any evidence of a failure that would support the reported event. Evaluation found the returned sample met the specification. The sample undergone a 7 day leak test and no leakage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) sterile unless package is open or damaged, except for the hand sanitizer and castile soap which are not terminally sterilized."

Event description:
It was reported that urine leaked from the urethra meatus along the catheter. This event occurred on the 5th day of usage.